Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: there was a "coagulation problem during centrifugation, there remains a fibrin deposit."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the trend identified. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: there was a "coagulation problem during centrifugation, there remains a fibrin deposit."